Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 74 reports, regarding 77 devices, for this device family and failure mode. During this same time frame (B)(4) have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, (B)(4). Per the instructions for use, the user is advised to take care that the outer wall of the airseal access port is only in contact with tissue and is neither trapped between nor collides with hard surfaces, such as other instruments or bone. Prolonged or sudden contact with hard surfaces can result in damage to or breakage of the access port. Do not use excessive downward force. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of a customer that the ias12-100lpi, 12 mm access port & palm grip obt w/bladeless optical tip device was being used in a robotic-assisted surgery using a robot called ¿hinotori¿ on an unknown date, and ¿the trocar tip was broken during the surgery. It was used as port 4 on hinotori with no problems. After the surgery, dr. Checked the video and photos of the actual surgery and found that when it was used in the assist port, the instrument from no.4 interfered with the trocar tip. Dr. Was also aware of it. There is no inpact on patients requiring additional medical measures.¿. The procedure was completed without the use of an alternate device and with no reported delay. Per follow-up assessment, it was unknown if the device fragmented; however, ¿it was described that the trocar tip cracked when the surgeon checked movie and photo after the surgery¿. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Update: response to FDA request for justification and CAPA number: during an internal audit, at our japan office, it was identified that some incidents were inadvertently not captured within our complaint system and thereby not evaluated for reportability to the FDA within the 30-day submission deadline. As a result, conmed has opened and completed CAPA: 2024-15 to investigate, determine the root cause and complete appropriate corrective actions. Manufacturer narrative: the device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 74 reports, regarding 77 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to take care that the outer wall of the airseal access port is only in contact with tissue and is neither trapped between nor collides with hard surfaces, such as other instruments or bone. Prolonged or sudden contact with hard surfaces can result in damage to or breakage of the access port. Do not use excessive downward force. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of a customer that the ias12-100lpi, 12 mm access port & palm grip obt w/bladeless optical tip device was being used in a robotic-assisted surgery using a robot called ¿hinotori¿ on an unknown date, and ¿the trocar tip was broken during the surgery. It was used as port 4 on hinotori with no problems. After the surgery, dr. Checked the video and photos of the actual surgery and found that when it was used in the assist port, the instrument from no.4 interfered with the trocar tip. Dr. Was also aware of it. There is no inpact on patients requiring additional medical measures.¿. The procedure was completed without the use of an alternate device and with no reported delay. Per follow-up assessment, it was unknown if the device fragmented; however, ¿it was described that the trocar tip cracked when the surgeon checked movie and photo after the surgery¿. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.